Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no malformed staples were noted during functional testing. No short cut or absent cut were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, ¿the stapler didn¿t shoot properly and made a mess inside the patient with all the staples.¿ when firing on the appendix with a blue cartridge, the staples deployed completely open; were u-shaped, and the device did not cut. The staples had to be individually picked out and retrieved from the patient. Additional tissue had to be removed when completing the procedure with another device of the same product code. There were no patient consequences reported.